Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2020. The cgm displayed 13.3 mmol/l with one arrow down followed by 7.9 mmol/l with one arrow down. A finger stick bg was performed, and the value was 1.9 mmol/l followed by 1.7 mmol/l. The patient ate some food and an ambulance was called. The patient¿s bg per emergency medical services (ems) was 2.3 mmol/l, the patient was transported and admitted to the hospital for 1.5 days. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.